Manufacturer narrative:
(B)(4). A field service representative (fsr) replaced the power supply and documented that the power supply was worn out from normal use. The fsr cleaned the card cage fans, and checked the pumps, syringes and probes. The fsr performed probe maintenance, and performed control runs to verify the analyzer performance. The fsr documented the axsym was working according to the expected specifications. A service history review found no additional customer complaints have been initiated on axsym (B)(4) since the fsr serviced the analyzer and replaced the power supply. A review of complaints and quality metrics did not identify any adverse trends due to the issue being evaluated. The abbott axsym system operations manual contains adequate information on the axsym analyzer potential hazards, operational precautions and limitations. The safety hazards memo contains information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, and spread of fire from the equipment. Based on the available information and this evaluation, no deficiency was identified for the axsym plus analyzer or the axsym power supply for the issue under evaluation.

Event description:
The customer stated when starting up the axsym analyzer, smoke was observed coming from the back of the axsym and the analyzer did not turn on. Field service was dispatched and replaced the power supply assembly. No injury was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.